Event description:
Customer reports: there is an issue with product #8887605148 purchased on po# (B)(4) for our ste-foy location account # (B)(6). Our client has been using foley¿s for a long time and they are always installed by the clsc and every time the clsc installed the foley¿s from that box, the foley balloon would be popped by the next day. They went through 4 foleys before having to switch to a different brand. Per additional information provided on 2/12/2024, the four instances or the balloon burst occurred with the same patient in less than 24 hours. The balloon was inflated with 5ml of liquid and ruptured with no fragmented pieces. The lubricant that was used was the mrx85-3001.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Ten brand new samples were received for evaluation. A visual and functional inspection was performed, and no failure was found. A root cause cannot be established since the reported issue could not be confirmed related to manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.